Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no analyzer included with the programmer, test analyzer worked without deviations. Analysis found the power bay assembly was broken. It was noted there were errors in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the analyzer software gets stuck (does not continue) and the regular programming functionalities are very slow. The programmer was returned for service. No patient complications have been reported as a result of this event.